Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history record review was performed and revealed no issues that could have caused or contributed to the reported unknown alarm. The reported event of unknown alarm could not be confirmed. The cause could not be determined. Should additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine experienced an unknown alarm. This occurred during the drain cycle of peritoneal dialysis therapy. Patient connection at the time of the alarm is unknown. According to the report, the patient¿s home experienced a power outage on the same day, but it was not specified whether this occurred during the same therapy session as the one in which the alarm occurred. During follow-up, the patient stated that their therapy had been going well since this incident. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.